Event description:
It was reported that during a routine device change-out, noise on the ventricular channel was observed. The noise was reproduced when the lead was bent. The therapies were programmed off. The lead was explanted and replaced.